Event description:
Healthcare professional (hcp) reports pt experienced itching during dialysis treatments with the psn 170 dialyzer. Itching occurred 30 minutes into the dialysis treatments. Pt was treated with benadryl 12.5mg. And the dialysis treatments were completed. No rash was noted. Pt has been switched to an alternate membrane and no further inicidents have been reported per hcp.